Event description:
Indication: selective deficiency of immunoglobulin a [iga]; nonfamilial hypogammaglobulinemia. Pt called to report freedom pump (serial number and expiration date: not provided) infused her medication too fast. Per pt there is a test in pump manual. Pt did test and pump was too fast. No adverse event{s), missed doses/interruption to therapy reported due to product complaint. Pt was instructed that they do not need to return pump associated with event. Pharmacy to replace device. No further info. Reported to (B)(6) by pt/caregiver.